Event description:
Patient was injected into nlf and 5 hours post procedure, she had swelling, pain and tenderness in left side of nose and right of nlf. Doctor said this was a vascular occlusion from swelling. He gave her vitrase, aspirin and nitropaste. Patient condition resolved in 4-5 days.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.